Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 syr was not affected by plastics recall. During servicing, replaced keypad, front cover, lens indicator, flag seal, rear case, flange retainer, wiper seal, left iui, left iui seal, right iui, and pressure sensor. There was no reported patient involvement.